Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was originally implanted with a competitor system, and one month later the patient presented with an infection. The system was removed, and patient was treated with antibiotics for 3-4 weeks. A new temporary right ventricular (rv) lead was then implanted, so the patient could be externally paced; the antibiotics were continued. Later, the patient was then found to be septic, and passed away one day later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.